Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right revision total knee replacement. Pfc tc3 rp revision prosthesis insitu. Dr. Understood to have implanted the pfc tc3 rp prosthesis as a revision prosthesis. No knowledge or information regarding the original primary implant. No knowledge of any previous surgery dates or hospital where implanted. Attempts made to obtain this information without success. Revision for stiffness and pain. Proposal to convert to an srom hinge prosthesis by revising femoral component. This was attempted but the femoral prosthesis was unable to be explanted due to the significant degree of enhanced fixation. The bearing was eventually the only implant revised and removed. Doi: unknown. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
1. Are you able to provide the lot number of product 962332 (tc3 rp tibial insert s2.5,12.5)? No. 2. Were there any allegations against any other of the components? Unsure. 3. Was there a surgical delay? If yes, how many minutes? Not as such.